Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful the implant of this transcatheter bioprosthetic valve, into a previously implanted non-medtronic surgical valve, the patient experienced check pain with st elevation. A coronary dissection at the left main stem (lms) and left anterior descending (lad) artery were observed. Coronary flow was maintained, however hypertension was noted. A stent was implanted and the patient was stabilized. Of note, the patient had coronary artery disease. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. Updated b5 - description of the event: additional information was received that according to the physician, the originally reported dissection may have been a thrombus. The physician indicated that neither the dcs or the valve contributed; the injury was caused by a lesion that existed prior to the valve implant procedure, in addition to the patient's coronary artery disease. The patient was reported to be doing well with no further injury. Updated h6 - patient, eval conclusion and health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.